Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. A visual inspection of the pcba did not show any physical damage to the pcba. Installed alarm board p/n: 768588a, s/n: (B)(6), into a known good 3100a test unit. Powered unit and found that the greater than 50 cmh2o led is coming on and the dump valve not opening, and unit is shutting down. Re-pressurized unit and found that it restarted but went into alarm again and shut-down again. The output of u5 pin 13 was monitored and found that with no triggering of high pressure, the output would intermittently switch to its triggered output of 15vdc. This in turn caused the unit to go into alarm and shutdown. No further investigation is required.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician tightened the connectors to the alarm board and pressurized the oscillator 25 times without it failing. Calibrations were performed.

Event description:
It was reported to vyaire medical that the unit would not pressurize when trying to place the patient on the unit during a transport. There was no patient harm associated with this reported event.